Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the calcified and moderately tortuous right superficial femoral artery (sfa). The sterling 5.0x100mm balloon was advanced to the lesion and inflated one time at 8 atm and ruptured. The procedure was completed with another of the same device. The pt condition is reported as "good."

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).